Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the valve was implanted in a patient with final implant depth of 3mm non-coronary cusp (ncc) and 2mm left coronary cusp (lcc) . There was no calcification extending beneath the aortic annular plane in the interventricular septum. Then, the patient had a permanent pacemaker due to a heart block. Per the physician, the heart block was caused by wire crossing the valve and the patient had prior history of heart block. Based on the information received, the cause of the reported event appears to be related to procedural conditions and patient conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was implanted in a patient with final implant depth of 3mm non-coronary cusp (ncc) and 2mm left coronary cusp (lcc) . No calcification extending beneath the aortic annular plane in the interventricular septum. On (B)(6) 2024, the patient had a permanent pacemaker implant due to a heart block. Per the physician, the heart block was caused by wire crossing the valve and the patient had prior history of heart block. The patient is stable.